Manufacturer narrative:
This report was sent in error. The customer reported event "tip rubber broken" does not refer to damage of the distal end, but rather damage to the bending section this malfunction would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from customer.

Event description:
It was reported that during reprocessing, the subject scope device tip rubber was broken.there was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the broken rubber tip malfunction: cause traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.